Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to blood glucose levels ranging between 700-800mg/dl. Reportedly, the customer declined to provide any additional information.